Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The stenosed target lesion was located in the proximal left anterior descending artery. A 2.75x8.0mm veriflex stent was advanced to treat the target lesion, but was unable to cross the lesion. Upon removal of the device stent damage was noted. The procedure was completed with a non bsc balloon. No patient complications were reported and the patient's status is fine.